Event description:
It was reported that after a lv lead revision procedure, the atrial lead exhibited oversensing due to lead noise and high pacing lead impedance. Programming changes were made to resolve the high impedance issue. The patient was asymptomatic and stable before, during and after the event.

Event description:
New information available on 10/9/2017 states that, the right atrial lead was capped due to oversensing, and replaced with a competitor lead on (B)(6) 2017. The patient was asymptomatic and remained stable during the entire event.